Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) displayed an "air trap warning" message was confirmed during functional testing. The root cause of the error message was due to a defective air trap sensor block. During visual inspection, the led of the air trap sensor block did not light up, related to the reported complaint. The thermogard console failed the initial functional test. The green led did not light up when the air trap inspection jig was inserted, thus confirming the reported complaint. The air trap sensor block and rj45 cable were replaced to address the error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).

Event description:
On sept. 5, the thermogard xp ivtm system (sn (B)(6) displayed an "air trap warning" message. No patient involvement.